Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable pacemaker device experienced dizziness due to right ventricle (rv) output settings. Output was adjusted and drained the battery however, the physician decided to implant a new lead and pacemaker. In addition, there was nothing shown under fluoroscopy. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that the patient with this implantable pacemaker device experienced dizziness due to right ventricle (rv) output settings. Output was adjusted and drained the battery however, the physician decided to implant a new lead and pacemaker. In addition, there was nothing shown under fluoroscopy. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker device experienced dizziness due to right ventricle (rv) output settings. Output was adjusted and drained the battery however, the physician decided to implant a new lead and pacemaker. In addition, there was nothing shown under fluoroscopy. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the allegations related to this device were not confirmed. The power level was steady over the past year. The calculated battery rundown matched the actual rundown. The device passed the automated electrical test. No high current was noted during the test. The device operated normally and no problem was detected. The conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.